Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced, auto-aligned and primed the aliquot probe. The cse cleaned the probes of ionizing fan, ran system check and quality control, which passed. A siemens headquarters support center specialist reviewed the service report and concluded that the cause of the discordant result on one patient sample was attributed to an inadequate aspiration by the aliquot probe. The potential causes of the inadequate aspiration can be attributed to a compromised aliquot probe or sample handling. After replacement of the aliquot probe, no additional issues have been reported. The instrument is performing within the manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low result was obtained for thyroid stimulating hormone (tsh) on one patient sample tested on a dimension vista 1500 instrument. The initial result was not reported to the physician. The sample was repeated on an alternate instrument, resulting higher. The result from the alternate dimension vista 1500 instrument was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tsh result.